Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns surgeon reported that the vns pt was scheduled for generator replacement due to eos and that during surgery, the pt presented with high impedance after the generator was replaced. The surgeon removed the lead connector pin from the new generator, attached a test resistor to the generator and diagnostics showed results within normal limits. The surgeon then reattached the leads to the new generator and performed diagnostics which resulted in high impedance again. The generator was programmed to 0ma and the pt was closed up. The pt's leads were not replaced at this time. The MFR's consultant reported that he was at the pt's last appointment four weeks ago and the diagnostics were within normal limits. Good faith attempts will be made for explanted product return in order to perform product analysis. Add'l info has been requested from the physician; however, no further info has been received to date. When add'l info is received, it will be reported.